Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005188751-2016-00040, 3005188751-2016-00041. A pericardial effusion occurred at the end of the af ablation procedure. An echocardiogram was performed following the procedure which revealed a cardiac perforation. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.